Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed fluid inside of the bag that contained the device. The cause of the fluid inside the packaging was identified to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the winged luer cap. During and after filling, no signs of a leak were observed from the device. The device was found to operate within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak. The part that was leaking was not specified. There was no patient involvement. No additional information is available.